Manufacturer narrative:
Unit passed displacement test and a21 error test. No a17 alarm and noa21 alarm noted. Unit received intermittent button response due tocorroded keypad traces. Unit was programmed boluses and monitored. Boluses delivered completelyand were properly recorded. No bolus anomaly. Pump received with scratched lcd window. Unit received with cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 145 mg/dl. Troubleshooting was performed. The device was returned for analysis.